Manufacturer narrative:
The libre sensor kit expiration date is 31 jan 2018. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. A follow-up report will be submitted if any additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low glucose scan while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced nausea and dizziness and was unable to treat themselves. The customer was taken to the hospital and treated with insulin and other unknown medication for a diagnosis of "ketoacidosis." There was no report of death or permanent injury associated with this event.